Event description:
In 2009, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra meter would not power on. The medical surveillance specialist spoke with the pt at approx 6 days later, and obtained the following information. The pt reported that the alleged power issue began on the afternoon about 2 days prior to contact lfs, after water was accidentally spilled on the subject meter. Despite not being able to test, the pt claimed she continued to take her usual dose of humalog insulin before her meals and levemir insulin at bedtime. Approximately 24 hours after the issue began, the pt reported feeling sweaty; a symptom she associated with a low glucose. The pt denied testing with any other device at the oneset of the symptom; however, stated that she immediately treated self with food and/or drink and felt better afterwards. Replacement products were sent to the pt. This complaint is being reported because the pt claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms that can be suggestive of hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.